Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Dr. (B)(6) implanted an 8x240mm t2 alpha humerus nail, long, with use of the dtd for treatment of a non-union in the humeral shaft. ¿ "missed the ap screw." [Reported as an observed deficiency / complication].